Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure ulcer on his backside. Patient reports he put strong tape over the electrodes to hold them in place but removing the tape damaged/opened the skin. There was no alleged device malfunction contributing to the irritation. Patient reported skin is being cared for by a wound care nurse. Follow up indicated that the skin irritation is improving.